Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor wire was missing upon removal of the sensor pod. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's husband reported that the patient drove to the hospital to seek reassurance that the sensor wire was not left in the patient's body. An x-ray examination did not confirm the presence of the sensor wire in the insertion site. The x-ray could not be obtained. The patient's husband reported that the patient had no symptoms of a retained wire and that no further medical intervention was needed. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a missing sensor wire could not be determined. A root cause could not be determined.